Event description:
It was reported that the patient experienced phrenic nerve/diaphragmatic stimulation. The right ventricular lead had high thresholds and low pacing impedance. During the device replacement procedure, due to elective replacement indicator, a new lead was attempted. The physician could not get access and a new lead was not implanted. Reprogramming was done instead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e2dr01aa ipg, implanted: (B)(6) 2004. (B)(4).